Event description:
Healthcare professional reported a patient was injected with 5 mls of juvéderm® voluma¿ xc inot the labiomental region and midface, 1 ml of juvéderm® vollure¿ xc into the gonial angle, 1 ml of skinvive¿ by juvéderm® into the upper lip. A month later patient received an additional 1 ml of juvéderm® voluma¿ xc into the preauricular cheek and 1 ml of juvéderm® ultra xc into the nasolabial fold. About 2-4 weeks after the most recent injections, patient developed blanching, erythema, tenderness and also a palpable nodule in the labiomental sulcus. Patient was prescribed augmentin and followed up 2 weeks later with minimal improvement with plans to initiate steroids and possible change to antibiotics. Events ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.